Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low vacuum" alarm and then a "system failure" alarm. The customer rebooted the iabp. The iabp generated a code 52 (likely an electrical test failure code 52) alarm upon reboot. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR for the iabp involved in the event was reviewed. There are no nonconformities noted in the DHR related to the reported event. The customers service their own iabps. A maquet clinical representative visited the account and offered assistance to the biomed; the biomed declined. The clinicians reported that they felt they had followed the proper protocol by removing the iabp from service and delivering it to their biomed department. The company compliance manager reached out to the customer to obtain evaluation results, patient information and an opportunity to evaluated any replaced components. The biomed replied that when the iabp was brought to the shop, he restarted the iabp without incident. A balloon catheter was attached and pumping was initiated without problems. No parts were replaced. Based upon this experience. The iabp was returned to service and continues in service. The biomed has no information related to patient demographics. (B)(4).